Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Additionally, it was reported that the customer did not see drops coming out of the tubing during the fill tubing step of the load process. Customer addressed issue by loading a new cartridge and infusion set. Customer's blood glucose level was 133 mg/dl.